Manufacturer narrative:
As reported, fluid leakage was noted inside of the bard/davol hydrosurg plus battery compartment at the end of the case. The subject product was returned for evaluation. Visual examination identified corrosion of the internal components, which was due to fluid ingress into the motor housing. Cracks and excessive rtv were identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on the sample evaluation and investigation performed, the root cause for the issues experience by the user are determined to be manufacturing related. Sample evaluated.

Event description:
As reported, during a laparoscopic cholecystectomy procedure on (B)(6) 2021, a bard/davol hydrosurg plus irrigation device was used. After the procedure, the or staff noted the irrigation fluid was dripping from the bottom of the battery housing. There was no performance issue and the device functioned as intended. There was no reported patient or user harm.